Event description:
Pt admitted to hosp for removal and replacement of bilateral breast implants secondary to right side deflation. Original breast implants were placed in 1992. They were mentor saline filled textured surface. Pt had a circumferential capsulotomy and partial capsulectomy done to free up tight capsules. Pt stated implant had deflated 3 weeks prior to surgery. Pt had been nursing baby until july of 2004 which would have been 2 months.